Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. H3 other text : device not returned

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 321-351 mg/dl. A correct bolus via the pump was administered to address bg level. Troubleshooting with tandem technical support was performed and determined that air bubbles were observed within the infusion set tubing. Reportedly the customer was not performing the air removal step. Tandem technical support educated the customer that not performing the air removal step is off label per the tandem user guide. Customer primed the tubing to address the issue and resumed insulin delivery.